Manufacturer narrative:
The reported guide wire and orbital atherectomy device were received at csi for analysis. Visual examination revealed the distal end of the guide wire was fractured. The spring tip was not returned for analysis. Scanning electron microscopy analysis revealed the guide wire had fractured due to torsional forces. Radiopaque material was observed on the driveshaft tip bushing. It was hypothesized that the spinning driveshaft had made contact with the spring tip, resulting in the fracture. When tested the oad functioned as intended. At the conclusion of the device analysis investigation, the report that the guide wire had fractured was confirmed. The root cause was determined to be user error. The 360 diamondback coronary orbital atherectomy device instructions for use warns: do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The viperwire guide wire became bent and the guide wire was inadvertently pulled back into the guide catheter while glideassist was activated, due to the lack of support. The orbital atherectomy device (oad) and guide wire were removed from the body. The wire tip had fractured, and the tip was observed in the driveshaft of the oad. The oad and wire were replaced to continue the procedure.